Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. The device is not available for return; therefore, a technical product analysis of the device could not be completed. The device was not returned for a technical analysis and the investigation did not reveal any potential manufacturing issues, therefore, the root cause could not be definitively determined.

Event description:
It was reported that the patient's device was no longer charging due to ipg non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively with good coverage. The ipg was not returned per hospital policy.